Event description:
It was reported that prior to an attempted implant, upon visual inspection of the lead after removal from the tray, the physician noted two irregularities in the outer insulation on the distal portion of the lead. Another lead was opened, however, the physician felt an irregularity in the outer insulation of that lead as well. In addition, a smaller irregularity was readily apparent upon visual inspection. The physician opted to use another lead which was implanted successfully. The two leads were returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The analyst noted that the elevated silicone adhesive observed on the lead is a result of the normal manufacturing process. This is not an anomaly and is not out of specification. (B)(4).